Manufacturer narrative:
E1: (B)(6). H3: one device was returned for analysis of complaint that the device glitches while using. Analysis found a degraded downstream occlusion (dso) sensor due to a damaged dso seal. No service records were found for the last 12 months. Review of the event log found power up complete. The probable cause of the reported error was the main board. Replaced main board and dso sensor to resolve reported error. This device passed all functional tests after the repair.

Event description:
It was reported that device glitches while being used. There was unknown patient involvement, and no patient harm reported. Analysis of device subsequently found a degraded downstream occlusion (dso) sensor due to damaged dso seal.